Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that leakage in the groshong PICC line after 9 days of use. PICC line pulled and connected with repair kit and temporary resolve the issue. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact root cause could not be determined. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter. A small portion of the catheter shaft and the distal two-piece connector were observed in the photograph. A gloved finger was pressing on the catheter shaft. The insertion site could not be seen in the photograph. Usage residues were observed on and around the catheter. A small amount of liquid could be seen on the patient's skin and pooling around the catheter shaft. While there appeared to be some evidence of a leak, the leak site could not be seen in the returned photograph. There were no distinguishing features that could aid in identifying the root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.